Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the burr detached from the catheter. A 1.25mm peripheral rotalink® plus was selected for use. During procedure, the burr was pushed through a tight lesion and when the burr was pulled, it was noted that the burr detached from the catheter. The burr was able to be removed from the patients body by pushing it through the pedal access. No further patient complications reported and the patient's condition was stable.